Event description:
The customer stated that he tested his blood glucose using his contour meter and a non-bayer meter. The contour read in the 80's (mg/dl), while the other meter read 220 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.